Event description:
A consumer's spouse reported her husband experienced blurry vision following intraocular lens (iol) implant surgery. She stated the physician who performed the surgery told them blurry vision during the post surgery period is normal. It was reported that during the surgery, a physician's assistant observed dirt on the iol and tried to clean it. The iol was implanted. The reporter states the physician said laser surgery would be necessary. The reporter would not provide info regarding the surgeon's contact info.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Reporter would not provide the name of the surgeon. F/u activities with the surgeon is not possible. This report was mailed to FDA on: 05/09/2008.